Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced low blood glucose of 54 mg/dl. Customer stated that customer wants to set up the smart guard and customer successfully set up the insulin pump but customer was not yet on auto mode. Insulin pump will not be returned for analysis.